Event description:
Event description guidant received information that this pacemaker which had been implanted for sixteen months, indicated elective replacement time. During interrogation a message was displayed stating that the device would upgrade the factory parameters however the bar did not completely finish therefore the device would not allow for further interrogation. The impedances measurements were good at the last follow-up one year prior.